Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: loss of peep&o2 (on screen), no air blowing from circuit.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown. Updated fields: b4, d4, g6, h2, h11

Event description:
Hamilton medical ag received the following incident description: loss of peep&o2 (on screen), no air blowing from circuit.